Event description:
It was reported that an asymptomatic patient presented remotely with their right atrial lead not sensing as of mid-(B)(6) 2022. The patient was brought in clinic for an atrial lead repositioning procedure on (B)(6) 2023. Imaging performed prior to the procedure revealed that the patient's lead had dislodged. The lead was ultimately explanted and replaced. The patient was stable throughout.